Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that an occlusion alarm occurred. A replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.